Manufacturer narrative:
The patient identifier remains unknown, therefore the gore reference number was used. Additional information to the event, anatomical conditions, device information, and dicom imaging series for evaluation have been requested from the physician. The answers are captured in sections b and d. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The device remains implanted in the patient. Therefore a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2012, the patient underwent an endovascular emergency procedure for an acutely symptomatic abdominal aortic aneurysm treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, the gore aortic main body migrated distally. A medtronic cuff with endoanchors was placed to re-achieve a seal.

Manufacturer narrative:
Cause investigation and conclusion additional information to the event, anatomical conditions, device information, and dicom imaging series for evaluation have been requested from the physician. The provided answers are captured in sections 2 and 3. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. The risk management documents for the gore® excluder® aaa endoprosthesis were reviewed. No potential new or different reasonably foreseeable risk related to the device or its use were identified based on this event. The benefit of the product has been assessed against the overall residual risk and determined that the benefit of the product outweighs the risk to the patient. Ongoing risk/benefit assessment and acceptability of residual risk serves to reaffirm risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore monitors complaints closely to ensure that risks remain within the bounds estimated in the risk management documents. In the instructions for use the following is stated: potential device or procedure-related adverse events adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: ¿ endoprosthesis or delivery system: component migration;

Manufacturer narrative:
B1: section has been updated as no product malfunction was reported. The reported event is considered a serious injury (adverse event).